Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. UDI is unknown as lot number was not provided. Manufacturer date is unknown as lot number was not provided. Photorefractive keratectomy ( secondary procedure). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported left eye multiple suction breaks. They were unable to complete the procedure, so they aborted. Photorefractive keratectomy (prk) scheduled on (B)(6) 2019. Post op best corrected vision 20/15 (on (B)(6) 2019). No other reported patient injury due to suction breaks.